Event description:
It was reported that the lead was explanted due to externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 10.5-12.7cm from the electrode tip. The silicone insulation was abraded and the rv and sensing conductors were visible. Internal insulation abrasions were found at 8.0-8.4cm, 14.2-14.8cm and 16.5-17.3cm from the electrode tip. The etfe coating was intact at all abrasion locations.